Event description:
The customer requested for a manufacturer's field service engineer (fse), due to unit has failure indication. The fse indicated that the unit has a backup battery test failure. There was no patient involvement.